Event description:
It was reported to boston scientific corporation that the extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Per the complainant, the rx retrieval balloon was inserted over the jag guidewire. The physician performed one swipe in the biliary duct. During withdrawal of the device out of the papilla and into the duodenum, it was observed the balloon was irregular/unequal in its shape. It was noted to be big on one side and smaller on the other. The balloon was withdrawn over the guidewire. This procedure was completed with another rx retrieval balloon without any other issues. There has been no report of complications or injury to the pt due to this event. Post procedure, the pt's condition was reported as stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.